Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient was handcuffed this weekend and the police officer leaned on her back where the ins was located. Patient reported she police pushed his knee right where the ins is located. Patient reported she experienced pain from where the officer's knee was placed/ area ins is located so she turned the stim on yesterday. Patient reported when she turned stimulation on, it went "haywire". Patient clarified and stated she did not feel stimulating but described the sensation as electricity. Patient reported it did not feel right and did not stimulate right. Patient reported the feeling was so intense. Patient reported when she turned stimulator off she felt pulsing all over the place and could not get the sensation to stop for a while. Patient confirmed she is no longer feeling the pulsing sensation. Patient was re-directed to health care professional (hcp). No further patient symptoms or complications were reported in this event.